Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer delivered multiple boluses, and customer¿s blood glucose (bg) level dropped (40-50 mg/dl). Customer addressed bg level with food. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue.